Event description:
It was reported that during capacitor maintenance, the implantable cardioverter defibrillator (ICD) exhibited charge time out. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Reported event of charge time out was confirmed. The device was received with normal telemetry and normal output. Additional device testing showed charge time out has occurred. Device was cut open to continue further device testing and battery was found at the elective replacement indicator (eri). Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, isolated to an integrated circuits (ic) anomaly, which depleting the battery, resulting in the reported event.